Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed, and the "placement signal not reliable (opm invalid)" alarm did trigger on (B)(6). Just before the alarm, there is a spike in motor current, drop in motor speed, automatic drop in p-level, and drop in placement signal. This is followed by the central venous pressure railing out for the remainder of the case along with the signal-to-noise ratio (snr) dropping to zero, lamp increasing, contrast dropping quite low, gain dropping slightly, and light remaining constant. This combination of changes in optical parameters is indicative of an optical sensor break. This also aligns with the clinical timeline that a dialysis catheter was being inserted from the femoral artery. It is very possible the catheter interacted with the pump, causing the motor current spike and automatic p-level drop, breaking the sensor. Returned product was investigated and the pump failed 5s testing as snr was zero and cavity length was 32,768 nm. The pump did, however, pass the laser continuity test proving that there was no damage to the fiber optic cables. The optical sensor was imaged and there appeared to be damage on its face. The root cause of the optical signal issue was determined to be a damaged sensor likely due to an interaction with the dialysis catheter. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella 5.5 and rp pump to support a patient. The chest was to be left open for post-operative washouts, and the 5.5 was placed surgically with transesophageal echocardiography guidance. The next day, when placing another line (venous for dialysis), the rp lost its optical signal but remained on for support and caused no reported harm or injury. The pump remained on support despite signal loss. Care was eventually withdrawn, and the patient expired.